Event description:
It was reported that this right ventricular (rv) lead exhibited pacing failure. An x ray was performed and revealed that the tip of the rv lead has dislodged at the apex. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.